Event description:
I had a hiatal hernia repair and a mesh was inserted into the stomach. Ten days later, I developed a staph infection which was treated for one month. Now 2008 and the following month, I have had emergency surgery to clean out infected fluid and abscesses from the incision. Two days in the hospital and so far three weeks of home care of IV antibiotics twice a day. This time it is mrsa. When and if the infection is cured, the mesh has to be removed which is a very serious surgery which will cause a 14 to 16 inch incision and a long hospital stay. The whole problem started when a dr. Accidently cut my stomach during back surgery in 2006 and hernia formed in the incision. I have been through pain, I am ready to give up; I'm not sure I can withstand another surgery. Kim calahan. Dates of use: 2007. 2008 - still in progress. Diagnosis or reason for use: hialtal hernia.